Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous right side of the common iliac artery. A 4.0mmx100mmx80cm sterling balloon catheter was used to treat the target lesion. The balloon was inflated twice. The first inflation was at 10 atmospheres. However, on the second inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with a different device. No patient complications were noted and the patient's condition was good.

Manufacturer narrative:
Age at time of event : 18 years or older. Device evaluated by manufacturer: the device was no returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).